Event description:
As reported, during a right catheterization for examination, the balloon of this swan ganz catheter remained inflated. The swan ganz catheter was changed to solve the issue. There was no allegation of patient injury reported. Patient demographics were requested but not provided. The device was available for evaluation.

Manufacturer narrative:
The swan-ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation; however, it has not yet been completed. Upon the completion of the evaluation a supplemental report will be sent with the investigation results.

Manufacturer narrative:
Further investigation was completed by the engineers at the manufacturing site. The instruction for use (IFU) was reviewed and indicated the storage conditions to avoid balloon deterioration by the atmosphere. Additionally, controls are established in the manufacturing process to detect conditions related to balloon latex deterioration, or any other balloon issue. The lot number for this device was not supplied; therefore, the related manufacturing records were unable to be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon remained inflated could not be confirmed. As received, balloon did not inflate due to leakage at balloon latex area. Leakage occurred through cracks on deteriorated balloon latex. All through lumens were patent without any leakage or occlusion. No visible damage was observed from catheter body and syringe. Per internal specification, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was provided. The balloon of this swan ganz catheter remained inflated, and it could be removed with manipulations by forcing.